Event description:
It was reported that the patient was confusing couplings bars with the implantable neurostimulator (ins) charge level. There were no efficiency bars on the charger. The patient had been charging for one and a half hours and she had no efficiency bars. The patient said that she was over a thin pair of pajamas because it hurt to put it right over the ins. This was the first time the patient had charged, the patient said she was trained and approved to charge. The patient said she had to charge or the battery would stop. The patient was seeing black and blue swelling over the ins site. There was a hard ball next to the stitches and the patient was screaming in pain and said it hurt too bad to charge. The patient saw the doctor two days prior to the report since the swelling was more. The ins battery was almost all the way full and she did not need to charge. The patient would contact their health care professional to have the wound checked and report the pain she was in. The patient stopped charging. The incision area looked like a burn mark basically and looked like dried skin. It was noted that it burned when charging. The patient did not think it was healed yet and had a lot of swelling. The patient had pain and burning when charging at the ins location. It was noted that the recharger complete screen. The patient was getting normal recharge screen however there were no shaded boxes. The patient was in pain as well. The patient was told to wait a few days to charge and to keep an eye on stimulator to see when it was low. The patient saw it was low on wednesday and that was when the problems started. Started with 0 boxes and did get 8 boxes so they thought it was fine. There was burning when charging and this started when charging. They looked the day after and said everything was fine, they had a lot of swelling, the patient charged two days after the implant was put int. It was known it was not healed. The skinned looked like dried burn, this was noticed on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).